Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pace impedances. In unipolar, values were stable and within range, but in bipolar, values were greater than 3000 ohms and there was no capture at 5v or 7.5v. The patient is not dependent and had no symptoms. Boston scientific technical services recommended leaving in unipolar. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an update to coding.